Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that the glaucoma filtration device (gdf) was unable to be released from the delivery system. The problem resolved after replacing the gdf with another one. There was no harm to the patient. After the surgery, the surgeon could release the gdf from the delivery system. Additional information has been requested.